Event description:
The initial reporter complained of discrepant low results for 6 patient samples tested for pth or ferritin on a cobas e 411 immunoassay analyzer. Note: the unit of measure was not provided. Patient 1 initial ferritin result was 4.36. The repeat result was 16.03. Patient 2 initial pth result was less than 1.20. The repeat result was 77.56. Patient 3 initial pth result was less than 1.20. The repeat result was 25.32. Patient 4 initial ferritin result was less than 0.500. The repeat result was 0.9. Patient 5 initial ferritin result was 2.69. The repeat result was 319.7. Patient 6 initial ferritin result was 0.808. The repeat result was less than 0.500. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The customer noted sample liquid level detection (lld) instrument alarms. The field service engineer (fse) found a punctured tube and replaced it. The service actions resolved the issue.